Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was treated with manual injection and insulin pump. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and issue was resolved by changing complete set. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was not bent. The insulin pump will not be return for analysis.